Event description:
As reported, approximately 9 months postop a revision of the l shoulder, this (B)(6) y/o male patient had a dissociation of the liner from the left shoulder humeral tray. Patient was last known to be in stable condition following the event. Device is not returning.

Manufacturer narrative:
Section h10: the revision reported was likely the result of either incomplete seating of the liner during the first revision, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot confirmed as the humeral liner was not returned evaluation and x-rays were not provided.